Event description:
It was reported, "instability, hyperflexion. Only poly exchanged."

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown x3 polyethylene 10. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.